Event description:
Choked on it [choke on medication] it's not working very well [drug effect less than expected] . Case "description": on 2025-05-02 a spontaneous case was reported in united states of america by a consumer or other non-health professional via call center representative (phone). The report concerns a male consumer. The consumer received biotene (glycro oromucosal spray, solution) lot number and expiry date were unknown for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting biotene, the consumer experienced a medically significant choked on it (preferred term: choking). The outcome of the event choking was unknown. On an unknown date, the consumer experienced a non-serious it's not working very well, (preferred term: drug effect less than expected). The outcome of the event drug effect less than expected was unknown. The consumer's relevant medical history includes: disability (ongoing), no drug history was reported. The action taken were: for biotene was unknown. The dechallenge was unknown and rechallenge was not applicable. The causal relation between suspect and event choking was reasonable possibility. The causal relation between suspect and event drug effect less than expected was not reported. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Case product: biotene device. The reporter provided the following comment: "it comes out in a stream, is that what it's supposed to do? It's a little disappointing because it's not working very well, it would have been better in a spray. My has a disability and he choked on it". The report is being resubmitted to capture corrections. This case is reopened on 2025-05-07 to capture corrections for information received on 2025-05-02 and is as follows: device report type added as serious injury.

Manufacturer narrative:
Veeva case: (B)(4)